Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly, the instrument did not fire, and the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.